Manufacturer narrative:
Product was not returned by the customer. The customer complaint that the tubing broke was confirmed per customer-provided photo that shows a separation between the tubing (p/n tc10013433) and the lower fitment (p/n tc10006063). A device history record for model 2420-0500 with lot number 20043199 was performed. The search showed that a total of (B)(4) in 1 lot number were built on 06apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the separation could not be definitively determined. H3 other text : see h10.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was broken. The following information was provided by the initial reporter: material #: 2420-0500, batch #: 20043199. It was reported alaris tubing has broken in use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was broken. The following information was provided by the initial reporter: material #: 2420-0500; batch #: 20043199. It was reported alaris tubing has broken in use.